Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient has had a pulse generator since (B)(6) 2017. The device was exposed and required IV antibiotics and replacement. The patient was had a gradual onset of ataxia and working memory problems and believes that the pulse generator to be the cause. At rest, the device has insufficient output. No additional information was reported. Related manufacturer report: 2017865-2019-17906.